Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications and only has physical damage as the lcd window is scratched and the reservoir tube lip cracked.

Event description:
Customer reported he was hospitalized due to high blood glucose. Customer stated his blood glucose levels were above 500mg/dl for the three previous days and was 407mg/dl when admitted at the hospital. He confirmed he was wearing the insulin pump at the time of the event and is being treated with intravenous insulin drip and manual injections. Insulin pump was replaced as per customer's request. Nothing further reported.